Event description:
Customer reported a motor error on her insulin pump. The alarm occurred during the priming process. Customer's blood glucose was unknown. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime, and displacement tests. However, the pump was received stuck in the motor error loop during the bolus and basal delivery. We were unable to confirm any error alarms due to an erased alarm history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.